Event description:
It was reported that the user experienced variable glucose control with perceived frequent lows while device data showed more hyperglycemia, occurring in the context of frequent pump pauses/stops and lack of meal announcements; the user reported no concurrent medications and received education on proper use with discussion of dos and don¿ts and a potential factory reset to address suspected algorithm maladaptation due to user behavior. Symptoms included hyperglycemia and user-reported hypoglycemia. Outcomes included troubleshooting and education with referral for additional training. Investigation included review of device-reported data and operational use patterns, along with user counseling on correct operation and consideration of a factory reset. Investigation of this case revealed improper use behaviors affecting automated insulin delivery, specifically frequent pump interruptions and missed meal announcements leading to suboptimal glycemic control; device malfunction was not reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.